Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer stated that she started insulin on (B)(6) and everything is going well so far. The customer's still ran high over 250 mg/dl. The customer stated that the infusion set changes are fine. The customer declined to speak with 24 hour helpline.